Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the pseudotumor patient was implanted in (B)(6) 2016. About two weeks after implant, the patient was dizzy and sick. They went to the emergency room with an elevated heart rate. The patient was admitted to the intensive care unit with (B)(6). Vancomycin was administered, and the shunt was explanted at the end of (B)(6) 2016.